Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 mg/dl at the time of the incident. The customer believes their new pump is over delivering insulin. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer used an older pump with the same settings but did not go low. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.